Event description:
It was reported that during a vaginal hysterectomy, the case went fine. Sometime after the procedure, post-op, it was noticed that the patient had experienced thermal injury to the ureter. It was unknown by the rep how the injury was detected. The stent was placed but once the stent was removed, the ureter closed. The patient is in need of a ureter implant. But it is unknown when the procedure is scheduled. At this time, the patient has a stent. It is unknown if the patient has been released from the hospital or remains in the hospital. No additional information at the time of the call. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested but not received at this time.